Manufacturer narrative:
Date of event: exact date unknown/not provided. Best estimate date is between 11/15/19-2/10/19. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a post-lasik patient ended up two diopters hyperopic post-implant of a model zxr00 intraocular lens (iol) in the left eye. Therefore, the lens was explanted. There were no sutures or vitrectomy required. The patient is reported as doing okay. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site; therefore; product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Corrected data: in reviewing the initial MDR, it was noticed section e1 and section h6 patient code were addressed inappropriately. Therefore, this supplemental filing is to correct the comments initially entered in section e1 in addition to patient code comment for 2138. Section e1: email address: unknown, information not provided. Section h6: patient code of 3191 hyperopia. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.